Event description:
Dr. Place 2 lines in 04/05. Both placed same technique, secured with tegaderm. In 2 days the line broke off at the hub. Nurse stopped the tpn infusion. She managed to remove the PICC line safely and had minimal bleeding. Then nurse had to place a peripheral line. The line was fine.